Manufacturer narrative:
The glidescope core quickconnect cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and confirmed the reported intermittent image issue. The camera image quality test was performed and failed. The technical service representative attributed the intermittent image issue to the damaged connector. The glidescope core quickconnect cable was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, a crack in the cable by the magnet caused intermittent connectivity issues. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.